Manufacturer narrative:
Reporter mdrs related to this report: 2029214-2017-00584.

Manufacturer narrative:
The device has not been returned for evaluation; without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Citation: emma f. Sczudlo, carolina benavides-baron, joseph t. Ho, et. Al. ¿pipeline embolization device for the treatment of cervical carotid and vertebral dissecting aneurysms.¿ journal of vascular surgery 63:1371-4; 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through review of literature that during treatment there was stenosis caused by incomplete device expansion. Balloon angioplasty with a 5 mm diameter coronary balloon catheter was placed within the ped relieved stenosis. Excellent flow through the fully expanded ped and contrast stasis within the aneurysm were observed. The internal carotid artery (ica) showed signs of beading, consistent with biromoscular dysplasia. Follow up angiography at 1 year revealed no residual aneurysm filling, which was confirmed by right cervical color doppler ultrasound study performed 6 months later.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.